Event description:
It was reported that patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was used to go transseptal and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was across the septum, there was a copious amount of blood backflow from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small when the dilator and wire were removed from the carto vizigo¿ 8.5f bi-directional guiding sheath - small. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - small and there were no further issues. They completed the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 28-nov-2022. The leak was coming from the hemostatic valve. The hemostasis valve (gasket) dislodged partially inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. No available picture. Air did not enter the patient¿s body. No patient consequences. No treatment required. The approximate volume of blood that was lost was less than 50cc as the medical doctor noticed it immediately and kept his thumb over the valve. They no longer have access to the product or packaging, so lot number could not be provided. The event was reassessed from a MDR reportable hemostatic valve leak issue to a MDR reportable hemostatic valve separation issue. Therefore, the h6. Medical device problem code was updated from fluid leak (a050401) to material separation (a0413). The investigation was completed on 21-dec-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).